Event description:
It was reported by a customer on (B)(6) 2011 the aiming beam fired straight out of the fiber; the aiming beam shot straight out of the fiber at 167,950 joules. No pt injury was reported.